Event description:
It was reported that the catheter was intermittently blocked noted by intermittent pain relief. A rotor study was performed and was within normal limits. A dye study noted the catheter was occluded. The catheter was replaced. It was noted that the catheter connector appeared "warped" and was disconnected from the pump. It was reported that the catheter was sheared at the distal port. The hcp noted that the catheter was "torn and stretched". There was no pt injury. No pt outcome was reported. The pump contained a mixture of fentanyl and bupivacaine at the time of the event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.